Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected, power on self-tested and the alarm log was reviewed. During power on self-test and alarm log review the f-94 alarm was found; the cause of this alarm was determined to be a damaged battery. To resolve the condition, the battery was replaced. Upon completion of baxter's investigation, or if additional relevant information is obtained, a follow-up will be submitted.